Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The 82-3110 had implanted on (B)(6) 2014 at (B)(6) hospital, then was taken out on (B)(6) 2015 at (B)(6) hospital because of revision operation. Before the revision surgery, the problem was that 82-3110 did not operate well based on the surgeon's comment. For this reason, the surgeon who performed the revision surgery doubted that 82-3110 is a defective product and he requested (B)(4) to prove the 82-3110 was not a defective product